Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Door not fully latched alarms were confirmed and were determined to be caused by a failed link switch. The upper auxiliary assembly, which contains the failed link switch, was replaced.